Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on and was making a loud steady noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on) is being investigated. Upon receipt, the monitor would power on, produced a service code 108 (non critical database error) and passed all functional testing. The root cause investigation into the service code 108 and possible intermittent failure is currently underway in engineering. No adverse event resulted from the defective monitor. The pt received a replacement monitor.